Manufacturer narrative:
H3 other text : third party service center.

Event description:
The manufacturer received information alleging a ventilator's was showing low oxygen flow error and also service required message displaying on the screen. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board and manifold assembly were replaced to address the issue.